Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reports "tissue expander was replaced because it had broken, and therefore lost volume." The device was replaced. The side is unknown.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a curved opening and red particles. A leak test was performed which found one opening. A microscopic analysis identified a curved sharp opening on the radius side assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified the shell thickness within specification. Based on the device analysis, the final assessment is a sharp opening assessed as an unidentified tear opening the reason for reoperation was deflation.

Event description:
Physician reports "tissue expander was replaced because it had broken, and therefore lost volume." The device was replaced. The side is unknown. Device has been explanted.